Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received three inappropriate shocks due to t-wave oversensing and changes in amplitude morphology measurements. All other s-ICD measurements were within acceptable range. It was noted that the patient's overall qrs morphology measurements had changed since a vt ablation procedure in (B)(6) 2020. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.